Manufacturer narrative:
It was reported, a suture needle in a total knee pack broke during surgery. It was further reported a second incident occurred within the past two weeks that had not been reported until 06/23/2021, involving the same pack (1vicryl ctx (j371h). Email received from lead surgical tech, va hospital milwaukee, wisconsin who provided this statement, "we are investigating these incidents here at our facility and we do not believe it is necessary to continue investigating on your end." Due diligence has been completed. The exact date of both reported incidents are unknown however, will be documented as 6/1/2021. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No samples will be returned which will make determining a root cause difficult if not impossible. Due to the reported incident and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, a suture needle in a total knee pack broke during surgery. It was further reported a second incident occurred within the past two weeks that had not been reported until 06/23/2021, involving the same pack (1vicryl ctx (j371h).